Event description:
Estech received medwatch report (B)(4) submitted by (B)(6) hospital (user facility) on 10/01/2010 regarding the following incident involving a rap femoral venous cannula 23/25 fr. Hospital statement: when removing the cannula, it came apart and the wire unwound. This required removal through the right atrium and reconstruction of the right common femoral vein. Event did not involve an electrophysiology procedure. Original intended procedure was to re-do mitral valve replacement.

Manufacturer narrative:
The product was not returned by the hospital for investigation. Samples were tested from estech inventory. The cannulae tensile strengths and elongation meet specs after exposure to a simulated use environment. No structural or design issues in the cannula were found. Device history records were reviewed and no abnormalities were noted.